Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl at the time of incident. The customer ate breakfast and blood glucose started to going up. The customer replaced reservoir and there were air bubbles. The customer¿s blood glucose was about 300 mg/dl it went all way to 500 mg/dl, customer delivered 10-12 units every 2 hours. Customer said that the blood glucose was still 490 mg/dl, customer tried one fast acting syringe, used it shortly after lunch and she received insulin blocked. The customer said that it dropped about to 400 mg/dl. The customer treated high blood glucose with insulin pump and injection. The insulin pump was on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.